Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original package. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; broken component was detected. Testing to replicate the failure mode: a sample of 32 units was taken to perform a visual inspection to detect any broken component in packaging and no discrepancies were detected. Then, four (4) samples from different lot were taken to try to replicate the failure mode, the technician bent 3way y connector from right to left to break the connector but no discrepancies were detected. The most probable root cause of the issue was production personnel did not detect the component damage. Action(s) taken to mitigate the reported issue(s): quality alert was generated to ensure that the production personnel detect the damaged components.

Event description:
It was reported that during a pre-use check, it was noticed that the part where the drip chamber and the tube were connected was damaged. No patient injury was reported.